Event description:
During set up for procedure, equipment turned on for precheck. System error noted m.d. Referred to operational manual. Error noted to be related to room temperature. Unit cut off, and restarted. No system error noted. Procedure started, temperature elevated above set temperature. Equipment shut off. Pt noted to be disoriented. Pt returned to unit, CT scan done, edema noted at surgical site. CT repeated, edema decreased.